Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation. At the time of observation, the stimulation status of the implantable pulse generator (ipg) was on; however, it is suspected that for an unspecified period the stimulation may have been completely off. The patient had previously met with their neurologist, who confirmed that the stimulation was off, and the patient does not believe the ipg stimulation was subsequently restored. As a result, the patient reported a recurrence of parkinson's disease symptoms. In addition, the patient described experiencing paralyzing sensations in recent weeks that prevented walking, emphasizing that this paralysis was a new symptom not previously experienced. The ipg remains implanted and is reported to be functioning as expected.